Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation.

Event description:
The sales associate reported broken screws. The patient underwent a spinal stabilization (growth rod) procedure, unilaterally following a post cancerous tumor removal. On (B)(6) 2015 tumor was removed and the growth rod placed. It is unknown when the broken screws were found; they were discovered on a post op x-ray. The screws were at l3, l4. On (B)(6) 2016 the broken screws were removed, and not replaced. There was a revision in 2015 prior to the screws breaking to remove and replace a broken rod; reference 3004485144-2016-00014.

Manufacturer narrative:
Visual examination of the screws confirms the screws have broken in the neck section. The root cause cannot be determined. It is possible that the alox blasting for which these screws were the subject of recall 3010928172-03/10/2015-001-r contributed to this event, although the condition of the returned screws prevent confirmation. Other likely contributing factors may also include the way the construct was assembled during surgery (only unilateral rod, long span between instrumented levels), construct used in a case where fusion was not the goal, and the patient being a young child who moves and plays normally as any child would may also have led to excessive loading onto the construct until the construct fatigued and finally failed. The IFU (instructions for use) expressly warns the user that the effectiveness of this device has not been established for use as part of a growing rod system and states the device should not be used when fusion is not the goal, which was how the device was purposed in this event. This is not a duplicate report, this report is being submitted due to report 3004485144-2016-00013-1 which was submitted on sept. 21, 2016 failed as a duplicate submission.

Manufacturer narrative:
Visual examination of the screws confirms the screws have broken in the neck section. The root cause cannot be determined. It is possible that the alox blasting for which these screws were the subject of recall 3010928172-03/10/2015-001-r contributed to this event, although the condition of the returned screws prevent confirmation. Other likely contributing factors may also include the way the construct was assembled during surgery (only unilateral rod, long span between instrumented levels), construct used in a case where fusion was not the goal, and the patient being a young child who moves and plays normally as any child would may also have led to excessive loading onto the construct until the construct fatigued and finally failed. The IFU (instructions for use) expressly warns the user that the effectiveness of this device has not been established for use as part of a growing rod system and states the device should not be used when fusion is not the goal, which was how the device was purposed in this event.